Event description:
It was reported that the device was used during a thoracotomy procedure. The device was fired and then the jaws would not open. The device was pried open to remove from the tissue. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/29/2009. Evaluation summary: the analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was completed, and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.